Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose for the past couple days. Troubleshooting was performed. Ran a fixed prime test and insulin exited. Performed a high pressure test and the insulin pump failed the test. No further info was provided.